Manufacturer narrative:
Visual and functional analysis was performed on the returned device. The reported damage to the delivery catheter was confirmed. The reported difficult to insert was unable to be confirmed due to the condition of the returned unit. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no indication to suggest a lot specific product quality issue. The investigation was unable to determine a conclusive cause for the reported difficulty. It may be possible that the filter was pulled into the pod too quickly or with excessive force causing damage to the delivery catheter pod preventing the filtration element from being able to load properly; however, this could not be confirmed. Additionally, the tear and break to the filtration element may have occurred during the difficulty loading, or during post-use handling/packaging for return. There is no indication of a product quality issue with respect to the design, manufacture, or labeling.

Event description:
It was reported that during preparation of the emboshield nav6 embolic protection system (eps) the filter met with difficulty when attempting to load into the delivery catheter (dc) pod. The dc pod became kinked; therefore, the eps was not used in the procedure. There was no patient involvement and no clinically significant delay reported in the procedure. Another emboshield eps was prepped and used in the procedure. Return device analysis found the filtration element (the membrane) torn and separated (not in two separate pieces). No additional information was provided.